Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000475 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - medium. Initially, it was indicated that at the time of mapping, even though an octaray was attempted to be inserted into the vizigo short, the octaray was unable to be inserted into the sheath because the valve of the sheath was damaged. The issue was resolved by replacing the sheath with a new one. The procedure was then completed. There was no adverse event reported on patient. With the initial information available, this event was assessed as non MDR reportable. However, on 08-may-2025, additional information was received which indicated that the hemostatic valve separated and dislodged inside the hub. Therefore, the event was re-assessed as MDR reportable with an awareness date of 08-may-2025.

Manufacturer narrative:
Concomitant product section was updated as concomitant product was provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).